Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. Testing confirmed that the pump was out of calibration and under-infusing by amounts over the 5% acceptable rate determined by mmdg. The pump was recalibrated and returned to the user facility.

Event description:
The initial reporter stated that the device failed volume testing during preventative maintenance. There was no indication that a patient was involved in the complaint. [(B)(4)].